Event description:
A customer reported experiencing high blood glucose levels, which they attributed to an issue with the cgm system. The highest reported blood glucose level was 600 mg/dl. Reportedly, the customer was using off-label insulin. Tandem technical support educated the customer on insulin labeling. To address the issue, the customer administered a correction injection and replaced the infusion set and cartridge. Clinical support advised the customer on troubleshooting measures and suggested contacting their healthcare provider. The customer managed to restore the cgm connection and planned to monitor glucose levels closely, with a strategy to correct as necessary.